Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On 22-apr-2024, urinary urgency, urinary frequency, voiding dysfunction and vaginal atrophy were noted. All events were reported as mild. The urinary urgency, urinary frequency and voiding dysfunction were reported as possibly related to the study device and study procedure. The vaginal atrophy is unlikely related to the study device or study procedure. Unspecified drug therapy was provided for the vaginal atrophy. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the drug therapy required to treat the vaginal atrophy including medication name and results. Please describe any other medical intervention required including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4. Updated information received: adverse event term: urinary urgency intervention/treatment: none : yes => no. Drug therapy : no => yes. Adverse event term: urinary frequency intervention/treatment: none : yes => no. Drug therapy : no => yes.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, a3b, a4, b7, d1, d4, e1, e3. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure female, 85.9kg, 29.7 name of index surgical procedure? Sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Stress incontinence. Were any concomitant procedures performed? Yes - cystoscopy. Other relevant patient history/concomitant medications? See edc. Please describe the drug therapy required to treat the vaginal atrophy including medication name and results; vaginal estrogen - ongoing. Please describe any other medical intervention required including medication name and results; see above. What is the physician¿s opinion as to the etiology of or contributing factors to these events? Atrophy. What is the patient's current status? Ongoing surgeon¿s name? (B)(6). Facility name? (B)(6). Product code and lot number? Tvtrl - 3943522.